Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a retropubic sling, tension-free vaginal tape (tvt) exact, examination under anesthesia and cystoscopy procedure performed on (B)(6) 2016 to treat recurrent stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.